Event description:
It was reported the patient felt a lightening like shock over the implantable neurostimulator (ins) during an MRI. After about 4 minutes of laying in the MRI with the head coil on, the patient felt the shock. The MRI was stopped and the patient then had a burning sensation over the right side of the implant for 30 minutes before it subsided. The skin over the ins was not hot to the touch. Ten minutes after the MRI stopped, the stimulator was taken out of MRI mode and it functioned normally. Impedance testing was performed. It was noted the head MRI was performed on a ge optima 450 1.5t horizontal bore with a 24 channel head coil. The MRI was ordered as a standard protocol before implanting a baclofen pump. The patient was doing fine, but was afraid to have another MRI.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 3550-29, lot# n284785, implanted: (B)(6) 2014, product type: accessory. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. (B)(4).